Event description:
Pt was on a marquette eagle telemetry monitor when the pt experienced a long run of the ventricular tachycardia. The monitor failed to alarm, graph or store the event even though ventricular tachycardia was set for a crisis alarm status. Fortunately the event was witnessed so the pt could be treated.